Event description:
The pt could not recharge due to the placement of the device under her chest muscle. When using the locator on the recharger, it was not possible to get a number above 40. The physician wanted to keep the implant sub-facial so, it was replaced with a primary cell device. Following replacement the pt was getting good pain relief and was in good status.

Manufacturer narrative:
(B)(4).